Manufacturer narrative:
(B)(4). Batch #r92e71. Investigation summary: the hand piece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non-functional. However, it worked properly with foot switch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece, and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the handpiece mid-housing. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nose cone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified it is possible that the ingress of moisture affected hand piece functionality.

Event description:
It was reported by the sales rep that, before an unknown procedure, it was found that hp054 had been cracked when it was about to be used. The hp was not used for the patient. Gen11 was used. The number of remaining uses of hp054 was 23. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.